Event description:
The customer reported obtaining low phosm (modular phosphorous) results for multiple patients involving the unicel dxc 800 synchron system. The incorrect results were reported out of the laboratory but the customer has not heard of any change or affect to patient treatment in connection with this event. The customer stated that the samples were repeated on an alternate dxc analyzer, normal phosm results were recovered, and amended reports were issued out of the laboratory. The customer did not provide beckman coulter with instrument printouts or patient information but provided verbal results over the phone. The customer indicated that qc (quality control) results had been out of range for phosphorous, glucose, creatinine, and blood urea nitrogen. Quality control results were greater than 2 standard deviations low on (B)(6) 2013 but returned to within specifications later that day. However, qc results for level 1 and 2 recovered low again on (B)(6) 2013.

Manufacturer narrative:
The customer performed troubleshooting by cleaning the mc (modular chemistry) sample probe by flushing, performed the mc level sense test, cleaned the cups and replaced the phosm reagent. The customer stated that the syringe barrel and plunger had been changed on (B)(6) 2013 and did not have any residue or discoloration. The customer discovered the screws that hold the syringe plunger to the actuator arm on the modular sample syringe drive had come loose. The customer did not have the right tool to tighten the screws and the cts (customer technical support) instructed the customer to not run the mc side until service was dispatched. A beckman coulter fse (field service engineer) was dispatched and tightened the loose screws to resolve the issue. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to hardware; tightening the syringe drive screws resolved the issue.